Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machines were not syncing with the epic system, and new patients were not showing up. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system caused synchronization issue and displayed incorrect time and date. A field service engineer stated the station was reimaged. Afterward, the technical support specialist changed the time zone to pacific. Then, the engineer dialed into the station and changed the time zone to eastern. The station was then rebooted into the application, and the critical override was removed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.